Event description:
Pt had a history of hypertension. Three endeavor stents were implanted in the pt one month ago. One endeavor stent was implanted in the mid-rca (3.5 x 30 mm stent) (ref: MDR 2953738-2001-00281). Two endeavor stents were implanted in the mid-lcx (3.0 x 15 mm stent) (ref: MDR 2953738-2001-00280) (2.5 x 30 mm stent) (ref: MDR 2953738-2001-00279). It was reported on the same day, the pt suffered an acute non-stemi (posterior infarction). The pci was completed without complication. The pt experienced pain after the pci, revision of the pci film revealed an occlusion of a little side branch of the rcx. Investigator accepted the consequences of a small mi. The pt went back to the referring hospital (ck max: 669 u/l, ckmb max: 153 u/l; asat max: 153 u/l). It was reported that the target lesion was involved, but that the event was not related to the stent. The investigator assessed the event as a non q-wave mi. It was reported that the investigator felt that the incident was procedure related. Please note that this model number ensp35030x is not distributed in the us.

Manufacturer narrative:
Eval results/conclusion: myocardial infarction. Other (lack of info).